Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge but was able to bot up with an external power source. The receiver log was downloaded and reviewed, finding an ntc fault in the log on the incident date. A receiver functional test was performed and failed. The receiver case was opened for internal inspection and passed. Upon inspection, the u5 board was found to be defective with low output resistance. The u5 board was found to become warm during feel test. The reported event of the overheating of the receiver was confirmed. The probable caused was determined to be a defective u5.